Event description:
Customer reported a malfunction alarm with the code "malf 0" before any notable events occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was informed to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.